Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Patient came in with pain on (B)(6) 2016. After computed tomography nothing was found. On (B)(6) 2016 gamma nail broke.

Manufacturer narrative:
Evaluation revealed the received long nail kit r2.0, ti, right gamma3® ø11x240mm x 125° to be the primary product. The lag- and locking screw received were considered as concomitant products as they did not contribute to the event reported. A review of the device history records revealed no deviation in the manufacturing process. Dimensional examination revealed no deviations in the relevant undamaged areas. The long nail kit was documented as faultless prior to distribution. Thus, we excluded deviations in material and manufacturing. The received nail was completely broken in the webs of the proximal drill hole for the lag screw. According to the damage and the evidences of the breakage surfaces the nail broke in a fatigue manner after an implantation period of approximately 3 months. Massive mechanical damage ¿ significant drill marks at the lateral edge as well as scuffed off coating inside the proximal drill hole - had been caused by the contact with a deviated step drill, which most likely had created the starting point of the fracture by a notching effect. The appearance of the breakage surfaces of the posterior web at lateral suggested that the nail breakage had its origin in this area (missing plastic deformation / lines of rest). Significant material damage had weakened the posterior web caused by misaligned drilling with the step drill; which presents an unintentional use error. Starting with an incipient crack the breakage progressed through the cross section and ended in a small residual fracture at medial. The breakage in the anterior web followed most likely with delay in a much quicker way. Nail breakage in general has been experienced, but does not present an unanticipated event in itself. Depending on load application, also, depending on the patient¿s post implant behaviour and depending on the course of bone healing and other factors ¿ e.g. Increased post-operative activities - a nail breakage can rather be classified as anticipated ¿ specifically if one or more contributing issues concurrence with each other. A nail will be subject of a fatigue fracture if the stresses on the implant are too high or not considerably reduced during the period of implantation. The affected implant is designed to withstand the normal loads during the implantation period, i.e. The implant must neither be exposed to peak loads nor to continuous stresses. Another prerequisite for a successful supply is undisturbed, normal bone healing. This state must be achieved within a medically recognized period (confirmed by scientific analysis about 6 months) in such way, that the bone strength allows significantly increasing discharge of the time-fixed implant material. In case that such a situation does not occur, exceeding of the fatigue strength is to be expected and thus quite predictable complications. Based on the above the nail breakage was not linked to a deficiency of the device, but was mainly user related (significant intra-operative damage of the nail by a deviated step drill resulting in a significant material weakening), likely contributed by the patient¿s load application. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
Pateint came in with pain on (B)(6) 2016. After computed tomography nothing was found. On (B)(6) 2016 gamma nail broke.